Event description:
It was reported that: "surgeon was impacting stem and the trial broke. Operating room threw remainder tip away."

Manufacturer narrative:
DHR, compliant review. The broken trial head was returned for evaluation. The investigation concluded that the trial head was fractured from an overload condition while the user was impacting the stem. According to the surgical technique, the trial head should be removed after trialing. Then an appropriate femoral head is placed onto the dry trunnion of the femoral stem and is impacted using the stem head impactor. This indicates that this event was caused by user error of deviation from user instruction. The device history review for the returned device, v40 trial head, catalog 6264-8-032, could not be performed because its lot # was not available. Complaint history review shows that there have been no other reported events regarding this lot.